Event description:
Patient reported that their meter was reading very low and they were taken to the hospital. A result of 25 mg/dl was provided by the patient. They went to the hospital, where they were given orange juice. The treatment matches the low result on their meter. Patient also had some juice at home prior to leaving for the hospital. The hospital meter result was 98 mg/dl, which does not reflect any serious injury. However, during troubleshooting, patient was walked through a check strip test, which failed outside the range. They were asked to clean the meter and retest. The second check strip test also failed. This issue was not resolved. This case is reported as a meter malfunction since the meter failed the check strip twice.